Event description:
It was observed that during the device evaluation, the subject device exhibited peeling of cement at the objective lens and chipped adhesive at the objective and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.